Event description:
This report was received from (B)(6). This is a spontaneous report by a nurse from (B)(6) of peritonitis in a (B)(6) female, coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began dianeal pd2 ambuflex, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. The cause of the peritonitis was the patient is an (B)(6) and acquired an infection. The event of peritonitis was recovering. On (B)(6) 2011, the patient was discharged from the hospital. Dianeal therapy was ongoing. On (B)(6) 2011, product surveillance contacted the facility and spoke with the peritoneal dialysis (pd) nurse regarding the report of peritonitis for this patient. The nurse stated that patient was diagnosed with bacterial peritonitis on (B)(6) 2011. The patient is receiving antibiotics and is recovering. The nurse stated that this was caused by a broken minicap. The patients mother did not notify the facility that the cap was broken. The nurse provided retraining and stated that the cap and transfer set were replaced. No further information was given at this time.

Manufacturer narrative:
(B)(4). The sample was discarded by the nurse. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). There were no issues detected during the manufacturing of this batch. No defects noted during batch review. This complaint was not confirmed due to lack of sample available for evaluation. Reviews of manufacturing records revealed no issues and no deviations from standard procedure. Since no sample was available for evaluation and no further information about any product problems is available, no root cause can be determined.